Event description:
The user facility reported that the steam generator leaked water into the operating room and down through cracks in the floor causing damage to ceiling tiles in the room below. No injuries to hospital staff or patients and no procedural delays or cancellations were reported.

Manufacturer narrative:
The steris technician inspected the steam generator and found the heater gasket had failed causing a water leak. The generator is under steris maintenance contract and the last preventive maintenance was performed on (B)(6) 2012 when the unit was found to be operating properly. The steam generator was manufactured in 2003 and has an expected life expectancy of 10 years. The root cause of the heater gasket failure is under investigation. The steam generator will be replaced due to the age of the unit; upon installation of the new generator the old generator will be returned to steris for evaluation. A follow up report will be submitted when additional information is available.

Manufacturer narrative:
Quality personnel evaluated the returned generator and confirmed the heater gasket was cracked that allowed water to leak to from the heating element. A new steam generator was installed at the user facility and the steam sterilizer has remained in use.